Event description:
The reporter indicated the surgeon implanted an aq5010v silicone three piece lens on (B)(6) 2012. The lens was explanted on (B)(6) 2012 due to continuous glare and distortion. A different model lens was implanted.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4): lens not returned. (B)(4): work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. Lens not returned.

Event description:
Additional information received - the facility indicated the lens was implanted as a piggy-back lens. There was no patient injury, no enlarged incision or sutures. The reporter indicated the event was not due to the lens and there was no damage to the lens when explanted. The manufacturer's labeling does not address the piggybacking of lenses and is off-label use.

Manufacturer narrative:
(B)(4): evaluation:results - visual inspection of the returned product found the lens optic torn into two pieces. There was evidence of clear surgical residue. (B)(4).

Manufacturer narrative:
Evaluation codes: method - (other): medical review results - (other): medical review - the low diopter silicone iol model aq5010v is not intended to be implanted as a piggy back lens and the stability of the lens if implanted this way is unknown. The surgeon opted to use the lens for an indication other than what is claimed in our labeling, therefore the performance, safety and efficacy of the lens cannot be substantiated. Conclusions - (other): based on the complaint history, work order search and medical review, the most likely root cause of the event has been determined to be due to the off-label use of the lens. (B)(4).